Event description:
50 y/o female admitted for bilateral breast revision post ca. Breast. Pt was prescribed a pca syringe of morphine post op. 4 mg/3 mg was administered as a bolus dose in recovery from the pca syringe into pump programming. Pump was subsequently programmed with 2mg of 6 minutes and a 4 hour limit of 30mg. Pt's husband pressed the delivery buttonfor the pt so that the 4 hr limit was reached in approx a 2hr 45 minute time frame. Approx 15 minutes later the pt went into resp. Arrest requiring narcan and resuscitation. Process successful and pt was transferred to ICU for close monitoring. No subsequent adverse events/effects of above. Pump checked by biomed and no problems found. Programming of pump correct as per prescription.